Event description:
It was reported that (1) tlc55, (1) tcr55 were used during a colon/ bowel resection procedure. It was reported by the rep that the dr fired the tlc55 two times without any problems. However, on the third firing, the tlc55 locked out. The nurse then opened another tlc55 which fired properly and completed the case with out further incident. There was no consequence to pt.